Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll precise had incorrect label information. This occurred on 200 occasions. The following information was provided by the initial reporter: the box says 20ml and the syringe says 20ml but the actual syringe is 25ml and when put into the syringe driver is registers at 30ml.